Event description:
Failure code 810:04 was found in the pump's event history durning product evaluation. It is unknown when this failure code occurred or if there was any pt injury or medical intervention necessary.